Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0d9dc, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot# va0d9dc, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient had an abscess on the left lead, so the lead was explanted. The implantable neurostimulator (ins) was at normal elective replacement indicator (eri). The physician had no concerns regarding the product itself; he felt that this was just a normal event that occurred on rare occasions. The following day it was reported that a ¿wash out¿ was planned for the day of the report. It was too soon to know the patient¿s outcome. Four days later it was reported that the left side was removed and the patient was doing well. Four days later it was reported that the patient presented in the last two weeks with enormous edema around one of her two leads. The working diagnosis was indolent infection, but the neuro radiologist felt the case looked more like a reaction to the lead, possibly ¿thermal¿ injury. The physician thought the lead may have contributed to the infection. The lead was explanted and would be replaced in the future. The lead was also damaged during explant and subsequently discarded. At the time of the report the patient was alive with no injury.